Event description:
It was reported that during the initial implant procedure, high pacing impedance was noted on the left ventricular (lv) lead. The lead was extracted and replaced to resolve the event. The patient was in stable condition.